Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record reviews. A product sample was received for evaluation. It confirmed that the label of part is damaged and deformed due to the removed outlet connector from the ventilator. During visual inspection, it was confirmed that the gas outlet connector was removed from the device. The reported problem was confirmed. There's a possibility of improper fixing because the connector loosens easily. Root cause could not be determined. Connected the outlet connector to the device to fix the problem and performed all functional testing. Additional information: d4 (UDI), g5 are unknown.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus during precheck the out lit connector became disconnected. No patient injury reported.